Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a speaker malfunction inop was displayed and there was no sound coming from the device. The device was not in use on a patient at the time of the event, there was no patient involvement. A philips field service engineer (fse) went to the customer's site and replaced the mainboard.

Manufacturer narrative:
Philips fse confirmed when the fm30 starts up there is a technical message that the speaker is defective and there was still sound when the error message appeared. The mainboard was replaced to resolve the issue. The device was operational after repairs were completed.